Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and chest pain. Blood glucose level was 333 mg/dl. Suspected cause was coagulated insulin inside the cartridge t:lock. Customer was treated with intravenous insulin. Diabetic ketoacidosis was resolved and there was no permanent damage. Customer was discharged (B)(6) 2019 (customer could not recall exact date).